Event description:
It was reported "the patient's catheter was inserted and the right femoral artery was punctured, the placement process was unsheathed, and the procedure went smoothly. After the machine started, an alarm prompted a large amount of helium leakage every few minutes, and after several attempts to eliminate the alarm, a decision was made to pull out the catheter, and an in vitro test revealed bubbles coming out of the catheter's tail, which was then replaced with a new catheter and reintroduced". The second catheter used was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging box. Upon return, the one-way valve was tethered to the short driveline tubing. Returned with the iabc were 2 guidewires, 40cc inflation driveline tubing, and a 60ml syringe. No abnormalities were noted with the returned components. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 16.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc; no obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal end of the bifurcate. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected, and full inflation was achieved. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 16.2cm from the iabc distal tip, which is the location of the previously noted damage. The guidewire was able to advance through the central lumen. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium leakage" is confirmed. During the complaint investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The root cause is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections.

Event description:
It was reported "the patient's catheter was inserted and the right femoral artery was punctured, the placement process was unsheathed, and the procedure went smoothly. After the machine started, an alarm prompted a large amount of helium leakage every few minutes, and after several attempts to eliminate the alarm, a decision was made to pull out the catheter, and an in vitro test revealed bubbles coming out of the catheter's tail, which was then replaced with a new catheter and reintroduced". The second catheter used was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4).